Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the hose is in poor condition. This was attributed to normal wear. Maintenance was performed on the service bearings and shaft. Placeholder.

Event description:
Device was returned for service together with three items. This is report 1 of 1 for complaint #(B)(4).